Event description:
Ten gauge access cannula broken in l2 during placement for percutaneous pedicle screws with c-arm. Tip of cannula broke off into bone. Diagnosis or reason for use: l1-l5 extreme lateral interbody fusion, pedicle screw.